Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up, a pop-up message was observed in the device memories stating that the holter was not available. In the overview screen, only the sleep apnea monitoring graph was displayed. Afterwards, no anomaly was observed.

Event description:
Reportedly, during a follow-up, a pop-up message was observed in the device memories stating that the holter was not available. In the overview screen, only the sleep apnea monitoring graph was displayed. Afterwards, no anomaly was observed.

Manufacturer narrative:
Please refer to the attached analysis report. D3 (email address) and g1 (first name, last name, email address, telephone number) corrected.